Manufacturer narrative:
This device was not returned to mmdg and could not be evaluated. During a follow up call from mmdg, the initial reporter did state that they are "adding a different amount to the bag then they are setting the dose." They also state that "sometimes they set the dose to infinite and they've never cleaned the pump." This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the pump "is not shutting off after feeding, when no food is in the bag." The patients mother states that it is only doing this at night. The initial reporter also stated that the patient didn't require any medical intervention and that there were no missed feeds or delays in therapy. (B)(4).